Event description:
Philips received a complaint on the xl+ indicating that the device does not recognize the battery. There was reportedly no patient involvement. The rse provided information on a diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.